Event description:
It was reported that a pump experienced constant system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. There was no system error 322 reproduced or found in the history log. The device was found to be within spec in relation to the reported symptom.